Manufacturer narrative:
The reported event is associated with a clinical trial ((B)(4)) conducted under an investigational device exemption (ide). No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, following a soft neuro tissue ablation procedure, the patient experienced worsening headaches. It was reported that the patient was experiencing nausea as well as heightened olfactory activity for bad smells that were not present prior to the procedure. The site then prescribed oral oxycodone and an increased dose of oral dexamethasone to deal with the symptoms. It was reported that the issue was related to the ablation system and not the procedure. CT scans of the patient noted there were no abnormalities. No additional information was provided.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. If information is provided in the future, a supplemental report will be issued.